Event description:
Had lasik surgery back in (B)(6) 2015 I suffered dry eyes and sensitive to light and fumes to my eyes. In 2018 I suffered severe pain in my eyes (burning, scratched, dryness feeling) my head had severe headache from my eyes to head down to mouth and body. These pains have left me on the ground crying with pain. The pain was so sore that I didn't even want to wake up as I had the feeling of burning throughout the night also. I went to hospital for so many check ups and back to the place I got lasik. Nobody at the start knew what I had well that's what they told me. I met the surgeon that done my eyes a few months later and he stated the I had post lasik corneal neuralgia. I didn't know what this was and the business didn't want to know anything about me basically. I had to go back to hospital and eventually they tried me on serum drops, scleral lenses and other meds. I am still suffering to this day and I don't know what the solutions are if I will ever get better. I've lost my job and the stress is so much. I can't do simple things in life. Going out in windy days/ sunny days. Going to gym as the lights affect me, swimming, rowing and so many other simple things in life that I can't do. This procedure should be stopped as it's not safe at all. There is so much hidden from managers of company to surgeon. It is not essential and it should not be passed by any country. The worst decision I have made but the surgeon and others told me lies and said it is safe and I would have the vision like my glasses. Please stop this procedure. Thanks (B)(6). Nerve damage. FDA safety report ID # (B)(4).